Event description:
Customer states the use by date on the aviva test strip vial label is 07/31/2009; MFR's batch record confirmed the actual use by date to be 03/31/2008. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product; replacement was sent.